Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The sensor was inserted into the abdomen on (B)(6) 2023. On (B)(6) 2023, the patient experienced inaccurate cgm values three days after the sensor was inserted in the abdomen. The patient experienced incoherence and was acting intoxicated with speech and gait changes, so his employer called an ambulance. The cgm was reading 46 mg/dl and the blood glucose reading was 120 mg/dl. Another time during the sensor session, the bg was 109 mg/dl and the cgm was 44 mg/dl. The patient was transported to the emergency department (ed) where he was treated with orange juice and water. No mention of hypoglycemia at the time of the event. The patient was observed and discharged. He was feeling better at the time of the report. Data was evaluated and the allegation was confirmed. The probable cause could not be determined via data. The reported glucose values fall within the b zone of the parkes error grid. The data investigation found a difference in values that fall within the b zone of the parkes error grid. No additional patient or event information is available.

Manufacturer narrative:
(B)(4).